Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor had inaccurate readings. The customer¿s blood glucose was 56 mg/dl and the sensor glucose was 95 mg/dl at the time of the incident. Customer calibrated with a blood glucose of 52 mg/dl and 399 mg/dl. The customer was advised to calibrate correctly and restart the sensor. The sensor will not be returned for analysis.